Manufacturer narrative:
H6- work order search: no similar complaints were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter stated that a 12.1mm, micl12.1, -12.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault and lens opacity (asc, observed: (B)(6) 2021). "Anterior subcapsular cataract formation to edge of visual axis" was reported. It was reported that the doctor noticed the lens opacity was worsening and wanted to exchange icl for a different size, so it wouldn't rub on the lens. The reporter stated, "lens opacity is still present, we hope it stays stable and we don't notice any immediate changes." Cause of this event was reported to be the device. Cause details "small icl." Bcva was reported to be (B)(6) 2021.